Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, post deployment the 26mm sapien xt valve position was canted and too aortic with severe paravalvular leak (pvl). A 2nd valve was implanted. The aortic valve had moderate calcification, the valve diameter information was not provided. A bav was not performed during this procedure. The xt valve was positioned as usual and deployed with 1ml less than nominal volume. The xt valve landed in a canted position and was too aortic: 80:20 aortic/ventricular (a/v) and 90:10 a/v at the non-coronary cusp (ncc) position. Severe paravalvular leak (pvl) was observed and post dilatation was performed with additional 1ml of contrast. Since moderate pvl remained, a second 26 mm sapien xt valve was implanted in appropriate position without issue. The patient was extubated and left the operating room. The cause of placement too aortic was reported to be unknown.

Manufacturer narrative:
Additional information received: the aortic annulus calcification was moderate. The physician felt that a gap occurred between the valve and the balloon while crossing the native annulus. That is thought to be one of the causes of placement too aortic. And the gap might be a consequence of not doing bav prior to the valve crossing. Per the instructions for use, valve malposition requiring intervention and paravalvular leak (pvl) are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the cause of the too aortic and canted position of the xt valve may have been a result of not performing the bav prior to the xt valve deployment. The pvl was likely due to the xt valve malposition. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.